Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with a restricted posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip nt was then inserted. However, during positioning of the second clip, a decision was made to invert and return to the atrium, and once in the atrium, while closing the clip, a rupture of the posterior gripper was observed. Therefore, the clip was removed from the patient, and the procedure was discontinued. No additional clips were implanted, and the mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.